Event description:
Patient was revised to address pain and alval.

Manufacturer narrative:
The investigation remains closed, as the added information does not change the outcome of the investigation.

Event description:
Update 7/21/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain. There was no mention of alval. It should be noted that the doi of (B)(6) 2008 was a revision operation from a hip replacement in 1989. The stem was implanted during the 1989 operation. At this time it is unknown if the stem is a depuy product or if any of the implants removed were depuy products. There is no new additional information that would affect the existing investigation.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Additional narrative: this report is still considered closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear and metallosis.